Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID#2134265-2018-00480. It was reported the catheter got stuck on the guidewire. During a thrombectomy treatment procedure, the physician was using an angiojet solent omni catheter along with a non-bsc guidewire. During use the physician stated the catheter seemed to be getting stuck on the wire and it was difficult to move the catheter over the wire. The device and wire were removed from the patient together. Once outside of the patient, it took a good amount of force to remove the catheter from the guidewire. The physician used a new non-bsc guidewire and another angiojet solent omni catheter and the same issue occurred. The physician removed the devices from the patient but did not try to remove the catheter from the guidewire. The physician decided not to proceed with the procedure. There were no complications reported and the patient was fine post procedure.